Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial left total knee arthroplasty, the tibial trial fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. All available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather all product identification information and no further information has been provided. The event is confirmed. Visual examination of the returned product identified the device exhibits signs of repeated use, dings, chips, nicks, scratches, and gouges and it appears to have two cuts across the top surface. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.